Event description:
It was reported that wake button became intermittently unresponsive. Reportedly, the customer pressed the button multiple times and the button became responsive again. Customer had elevated blood glucose levels (374 mg/dl).

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.